Event description:
During field svc installation of the device, the user reported that the flow sensor failed to function as expected, and that an error message reading "check flow sensor" was displayed. No other details regarding the nature of the event were provided. Since the event occurred during field svc installation of the device, there was no pt involvement during this event.